Manufacturer narrative:
The reported events were lead dislodgement due to twiddler and lead slack issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient was brought to the electrophysiology lab for probable right atrial (ra) lead dislodgement. It was found that the implantable cardioverter defibrillator (ICD) and leads were twiddled 3x and fluoroscopy revealed loss of slack and positions on all leads. The physician elected to replace all the leads. The ICD remained implanted. This was completed successfully. The patient was stable before, during and after the procedure.